Event description:
The customer reported that there was no image on the monitor. No pt injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep found that the memory card was broken so he repaired the card. The system operates as intended.